Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and restorelle mesh. Later the pt experienced leaking urine, cramping, unable to have intercourse, mesh extrusion, vaginal pain, vagina bleeding, pain, urinary problems, infection and dyspareunia. A removal of the mesh was performed.